Event description:
According to the distributor's report, the pt's relative called to report that relative had a laceration below the right eye closed with the device. During application, the adhesive contacted the eye and sealed it shut. They were given ophthalmic ointment to help open the eye, and sent home. The eye opened in a couple of days and the pt is reported as fine.